Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the batteries and completed the pm. The iabp unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.